Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to their lead migrating. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their lead repositioned. Patient has effective therapy post op.

Manufacturer narrative:
Event description was corrected with the correct revision date.

Event description:
Follow up revealed that the revision procedure took place on (B)(6) 2017, not (B)(6) 2017.